Event description:
It was reported the epg (external pulse generator) stopped working. The operational parameters were checked, but the problem could not be duplicated. Follow-up information received stated the device was on a patient when it stopped working, but there were no complications as a result.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event. No electrical or visual anomalies were observed.